Event description:
The device was returned to the manufacturer after being explanted due to premature battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was originally reported via remedial action exemption, see report # (B)(4) product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. (B)(4).